Event description:
It was reported the hand piece for battery powered driver is turning slow on all speeds. This was discovered while restocking the set. No case or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service & repair evaluation was preformed: the customer reported the unit was turning slow in all speeds. The repair technician reported the device had a loose wire on the main circuit. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history record review was performed for the subject device. The service history of the past three years has been reviewed. The item was previously returned for service on 3-oct-2013 due to motor failure. The customer called in a service request for this item on 24-jun-2015 and reported that the device is inoperable-low power. The previous service condition of motor failure is relevant to the current complained issue of inoperable-low power. The manufacture date of this item is 1-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.